Event description:
It was reported that pump screen was dark and would not turn on, while red light flashed and pump beeped and vibrated at regular intervals. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode, and was advised to return pump using prepaid label, while technical support arranged replacement pump and instructed customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.